Event description:
This valve was explanted due to a progressive increase in gradient resulting in recurrent symptoms of dyspnea. It was noted the pt was taking aspirin and pt's condition has "improved" postoperatively.